Manufacturer narrative:
Retainer ring = black. Patient returned product with allegation of stuck key 61 and pump error 43 alarms on (B)(6), 2021. Device passed self test. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to pump error 38. All buttons function properly. Successfully downloaded history files and traces using thus. Pump error 43 alarm was found in the history file [(B)(6), 2021 at 21:39][(B)(6), 2021 at 00:45, 01:57, 01:58, 01:59, 02:00, 02:01, 02:02, 02:08, 05:44, 06:39, 06:41]. Device error 38 alarm was found in the history file [(B)(6), 2021 at 11:04] due to corroded motor home switch. No stuck key alert found in the history file. Pump was cut open for visual inspection and found moisture damage on the pcba 1, motor, force sensor, and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, missing display window/cover, cracked case-corner of belt clip rails, and pillowing keypad overlay. All buttons function properly, however, pump error 43 confirmed. Pump error 38 alarmed during pump rewind due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed an error in the motor was detected by reading unexpected value from hall sensor. Customer reported they were not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.